Event description:
During a aaa procedure an 18f manta vascular closure device was used for closure on the left side femoral artery. The closure act was 240 seconds. The right groin access was closed successfully prior to the left sided closure. The left side was closed using ultrasound guidance following the procedure. It was reported that the initial access puncture of the left groin was too shallow of an angle. Following the ultrasound guided deployment of 18f manta hemostasis was seen at skin level, however, there was oozing detected by ultrasound. 10 minutes of manual pressure was applied, but the oozing continued on ultrasound. A surgical cut down was done where it was the physicians suspicion that the collagen was not on top of the toggle. Patient recovered without sequelae.

Manufacturer narrative:
During processing of this complaint, the device was not returned for investigation or angiograms available for review. Based upon details submitted during the complaint process, it was noted that access was gained by a new radiologist who was not familiar with ultrasound guided access. The access angle was very shallow and not centered. The EU IFU lists failed hemostasis requiring surgical cutdown as a possible adverse event. Based on the lack of angiographic evidence the root cause of the failure cannot be confirmed. The risk documentation was reviewed based on the surgeon's root cause evaluation and confirmed this is a known risk. The device history record was reviewed and no non-conformities were identified.

Manufacturer narrative:
The device was not returned for investigation. Further investigation into root cause, document history record review and risk documentation review will be performed.

Event description:
During a aaa procedure an 18f manta vascular closure device was used for closure on the left side femoral artery. The closure act was 240 seconds. The right groin access was closed successfully prior to the left sided closure. The left side was closed using ultrasound guidance following the procedure. It was reported that the initial access puncture of the left groin was too shallow of an angle. Following the ultrasound guided deployment of 18f manta hemostasis was seen at skin level, however, there was oozing detected by ultrasound. 10 minutes of manual pressure was applied, but the oozing continued on ultrasound. A surgical cut down was done where it was the physician's suspicion that the collagen was not on top of the toggle. Patient recovered without sequelae.